Manufacturer narrative:
A customer from (B)(6) alleged eight patient samples that generated presumptive positive results with cobas® sars-cov-2 assay that when retested with a competitor assay (thermofisher) generated positive results for both targets. No harm was alleged to the patients and all positive target 1 results were released from the thermofisher assay. While although not enough sample was available for investigatory testing, review of sample preparation and testing could account for the discrepancy. Non-recommended sample preparation practices and differences between the technology for both assays used could explain why one platform picked up a target while the other did not. No product problem was identified during the investigation. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged eight (8) patient samples that generated presumptive positive results, negative target 1 and positive target 2, during the use of the cobas® sars-cov-2 assay that when retested with the taqman¿ 2019-ncov assay kit v1 from thermofisher, the 8 samples generated positive results for both targets. No harm was alleged to the patients and all positive target 1 results were released from the thermofisher assay. Results that are presumptive positive (target 1 negative, target 2 positive) are suggestive of: a sample at concentrations near or below the limit of detection of the test; a mutation in the target 1 target region in the oligo binding sites; or infection with some other sarbecovirus (e.g., sars-cov or some other sarbecovirus previously unknown to infect humans); or other factors. For samples with a repeated presumptive positive result, additional confirmatory testing may be conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. The samples were nasopharyngeal and oropharyngeal swabs collected with either beaver sample collection kit or virus transport medium. Samples were taken and collected in the same tube. The customer also reported taking 350ul of sample and mixing it with 500ul cobas omni lysis reagent before transferring the mix to a secondary tube. This practice is not recommended by the instructions for use and has the potential to generate unreliable results as some media types can contribute to inhibition or loss of sensitivity of the cobas sars-cov-2 assay. Therefore, the customer¿s pre-analytical workflow could be the cause of the discrepant results. While the thermofisher assay is a dual target assay, the targets are not the same as the cobas® sars-cov-2 assay. Additionally, a higher concentration of the sample is used on the thermofisher assay, when compared to the cobas® sars-cov-2 assay. Therefore, the differences in technology can also be a reasonable explanation as to why one platform picked up a target while the other did not. There was no more volume remaining of the original 8 samples for the purposes of retesting or additional testing. It was mentioned the customer is observing similar discrepant results with new samples. However, no further information regarding these samples could be provided in the current case. Through the course of the investigation, no product problem was identified.